Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with shortness of breath and dizziness. On device check the current electrogram showed some loss of tracking, a sensing problem. The patient was asymptomatic throughout the check however they did complain of mild back pain which is possible due to a recent fall. Computed tomography identified a t-11 burst fracture. The patient was admitted for spinal care and programming of the leadless pacemaker is planned for a future date. No further patient complications have been reported asa result of this event.